Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that during a revision surgery a revolve locking cap was found to be broken when it was removed.